Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 38 mm stent delivery system was returned for analysis without a stent attached. The stent was not returned as it was implanted. The crimped stent outer diameter is within maximum crimped stent profile measurement. The balloon was reviewed, and it appeared as if it was subjected to pressure. The balloon appeared not to be fully deflated. Crimp markings were evident on the exposed balloon wall. A clear hardened substance was visible inside the balloon and the polymer extrusion shaft. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple severe kinks. A visual examination of the outer and inner lumen and mid-shaft section found the inner blue shaft polymer extrusion stretched and kinked inside the balloon. The balloon was inflated to rated burst pressure without issue and maintained pressure. The device was deflated successfully within deflation time specification. A recommended 0.014" guidewire was introduced into the device to facilitate the functional testing. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty was encountered. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, when the physician tried to pull the stent slightly to the proximal, there was severe resistance and since there was a possibility that the stent may drop out, it was placed in such area. After placement at 8 atmospheres, the physician tried to remove the stent balloon, resistance was felt but it was removed successfully. When the device was checked outside the patient's body, the distal side of the stent balloon was rough and the stent balloon felt slightly stretched. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulty was encountered. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, when the physician tried to pull the stent slightly to the proximal, there was severe resistance and since there was a possibility that the stent may drop out, it was placed in such area. After placement at 8 atmospheres, the physician tried to remove the stent balloon, resistance was felt but it was removed successfully. When the device was checked outside the patient's body, the distal side of the stent balloon was rough and the stent balloon felt slightly stretched. No patient serious injury or adverse event were reported.